Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d4 (medical device lot number), h6 (method). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during recanalization procedure via popliteal access for a patient diagnosed with deep vein thrombosis, the device wire allegedly could not be removed from the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. The catheter was blocked due to a high amount of blood and coagulation material in the catheter. After flushing, rotation could still not be reestablished. Due to the results, mechanical jam can be confirmed as a root cause of device malfunction. Therefore, the investigation is confirmed for the reported issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during recanalization procedure via popliteal access for a patient diagnosed with deep vein thrombosis, the device wire allegedly could not be removed from the catheter. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during recanalization procedure via popliteal access for a patient diagnosed with deep vein thrombosis, the device wire allegedly could not be removed from the catheter. There was no reported patient injury.